Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that dimming, no light displayed. No patient involvement reported. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused by mechanical damage during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and causes the light is not functional. The instructions for use specify that a visual and functional inspection must be carried out before the start of an operation, during which it should have been determined that the device was no longer functioning properly and the failure could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, the device or its history. All production-related quality checks were passed, and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID: (B)(4).